Event description:
The glucose monitor libre 3+ are consistently defective. I have been using them for a number of years and each time they come out with an advanced version, the product is worse then before. They are inaccurate, from my history, 1 out of every 3 goes bad. How can I depend on a device critical to helping maintain my blood sugars when the device will not last for the term (14-15 days) and has an average of a 30% +/- deviation from what it says versus doing the standard finger prinks. This is getting more than frustrating. Simply, the product is not reliable. They are dealing with peoples health here. Just recently I started a new device; it did not last 8 hours. It told me to replace the sensor. I did and within 4 hours I am getting sensor errors from the replacement. This is common. When you get an error it could be 10 mins to over 9 hours before it functions. Most cases, it says replace the sensor. The product is garbage. They need to do more intensive testing before releasing a product. Patient code: 4582. Device code: 1535. Referencing report mw5184186.